Manufacturer narrative:
A2. Patient age at the time of event is unknown. A3a. Sex/a3b. Gender is unknown. A4. Weight of the patient is unknown. A5 ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a patient with unknown demographics and gender, treated for acute myocardial infarction and cardiogenic shock (pre support scai stage c), was supported with an impella cp inserted via the right femoral artery on (B)(6) 2026. Hemolysis was identified during cp support, diagnosed by hematuria. Imaging confirmed correct impella cp positioning, and pump volume was reported as adequate. Despite this, hemolysis persisted and continuous dialysis was required for several days, though urine output was maintained. The impella cp was not removed due to a device failure mode, and no anatomic abnormalities, organ damage, or valve contact were reported. On (B)(6) 2026, the patient was escalated to impella 5.5 support due to insufficient hemodynamic support from the cp and anticipated prolonged therapy. Hemolysis onset timing is unknown, and the relationship between the device and patient outcome is listed as unknown. The patient survived the cp explant on (B)(6) 2026, and the impella 5.5 remains in place. The cp pump is expected to be returned for evaluation; data download is required. Available information confirms that hemolysis occurred while the impella cp was in correct position and functioning within reported parameters. No device related mechanical interaction with cardiac structures was identified. The event may be associated with the patient¿s underlying condition and need for escalating mechanical circulatory support, but a definitive causal relationship cannot be established based on the current data.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not determined without returned product investigation and sufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.